Event description:
The customer reported that the system will not boot up.

Manufacturer narrative:
(B) (4). The ge service rep checked the system and found that the floppy drive was not working properly to load software onto the table. He replaced the floppy drive. The system is working as intended.